Manufacturer narrative:
Product analysis device returned with the filter wire unloaded from the catheter. Device catheter not returned filter basket returned detached no deformation to filter basket floppy tip kinked/deformed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a non-medtronic atherectomy procedure for treatment of a chronic occlusion in the mid superficial femoral artery, a 5mm spider fx filter was used and a moderate degree of calcification was present at the target lesion. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A 6fr non-medtronic sheath was used. Minimal resistance was noted during advancement, nothing more than normal. The vessel was pre-dilated with a 2mm balloon. While retrieving the spider filter through a non-medtronic catheter, the filter basket snapped off. The surgeon was able to capture and retrieve the detached filter basket using a sheath, and the procedure was completed as normal. There was no vessel damage noted. No patient complications have been reported as a result of this event.